Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying an incorrect calcode. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that she was unaware when the meter issue first began. She reported that she manages her diabetes taking a combination of medication, including metformin 500 mg x 2 daily and levemir x 2 per day. The patient denies making any changes to her usual diabetes management regimen, but alleges that on an unknown time after the meter issue, she developed symptoms of ¿sweaty and shaky.¿ she stated that no treatment was received in response to the alleged symptoms. During troubleshooting the csr was able to correct the meter issue. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.